Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen on a low bg reminder, and the customer was unable to clear it. During troubleshooting with tandem technical support the reminder was able to be cleared. Reportedly, customer had low blood glucose (bg) levels (55 mg/dl) due to the customer being more physically active. Customer ate carbohydrates to bring bg levels back to target range.